Event description:
Doctor indicated loss of integration in tooth location 27 due to bad bone bed. Relined restoration. Tooth positions 23 and 27 were incorporated into old prosthesis on (B)(6) 2018.

Event description:
Doctor indicated loss of integration in tooth location 27 due to bad bone bed. Relined restoration. Tooth positions 23 and 27 were incorporated into old prosthesis on (B)(6) 2018.